Event description:
The following report was received by medtronic (covidien): upon attempting to remove the catheter after onyx was injected, the vessel loop straightened and bleeding occurred. The arteriovenous malformation (avm) was still present when the bleeding was observed. The physician decided to continue to inject more onyx to stop the bleeding. Angiographically, the bleeding appeared controlled. It was too hard to tell if the bleeding was from the original (avm) or a tear in the vessel. The decision was made to cut and leave most of the catheter inside the patient. . Approximately the proximal 8 ¿ 12cm of the catheter was removed from the patient. It was further noted that onyx refluxed past point recommended in IFU (instructions for use), per the physician¿s choice. The patient was intubated as a precaution and extubated later that night. There is no plan to remove the catheter at this time. There was no observable physical defect. Protamine was given to patient during treatment to reverse heparin.

Manufacturer narrative:
The apollo catheter was not returned for analysis; therefore, the complaint could not be confirmed, and the event cause could not be determined. In addition, the procedure related and post procedure events causes were unknown. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Note: per the apollo IFU (instructions for use): leave a gap between the onyx reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal. Per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. (B)(4). Information received from the report as MFR: 2029214-2015-00509.